Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the patient's native anatomy was complex, with the left ventricular outflow tract significantly larger than the annulus. Upon deployment, the valve dislodged into the left ventricular outflow tract (lvot), resulting in significant aortic regurgitation due to the valve being implanted too deep. The valve was snared and pulled up to the ascending aorta. Cardiopulmonary resuscitation (CPR) was administered due to the aortic pressure not recovering from the severe aortic regurgitation. A 29 non-medtronic valve was subsequently loaded and implanted, and a left main stent was placed into the left main artery (lma) as planned post-tavi. The patient was sent to the intensive care unit for recovery. The patient did not recover and died four days later. Additional information was received that the regurgitation was severe, and both central and paravalvular leak (pvl) due to the valve landing in the ventricle and not sealing. The patient was hypotensive with a very low aortic pressure (30/20). The stent implant was a planned percutaneous coronary intervention (pci) of the lma after the valve was implanted due to coronary artery disease. Per the physician, the cause of death was kidney function not recovering after the procedure. The valve migrating forward in the left ventricle occurred due to a large lvot (measured 99.2 mm) and valve was unable to anchor onto annulus. The physician excluded the dcs as contributing to the death.

Manufacturer narrative:
Updated: b5, e1, e3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the patient's native anatomy was complex, with the left ventricular outflow tract significantly larger than the annulus. Upon deployment, the valve dislodged into the left ventricular outflow tract, resulting in significant aortic regurgitation due to the valve being implanted too deep. The valve was snared and pulled up to the ascending aorta. Cardiopulmonary resuscitation (CPR) was administered due to the aortic pressure not recovering from the severe aortic regurgitation. A 29 non-medtronic valve was subsequently loaded and implanted, and a left main stent was placed into the left main artery as planned post-tavi. The patient was sent to the intensive care unit for recovery. The patient did not recover and died four days later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.